Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a (B)(6) male patient was admitted for an elective removal of retained old driveline on (B)(6) 2013. On (B)(6) 2013 the patient was readmitted with three day history of bleeding from site of recently surgically removed old driveline. On a surgical exploration of the old driveline exit site show small amount of old clot, as well as a small area with mild oozing which was electro-cauterized. The patient had no further concerning bleeding from the incision. The hvad pump ((B)(4)) was not returned to the manufacturer for evaluation because it remains implanted in the patient. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Bleeding is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately two years and five months after implantation, the patient was admitted to the hospital for elective removal of retained old driveline. He was later discharged to an acute rehabilitation facility. After his discharge, he was readmitted with reports of a three-day history of bleeding from the surgically removed old driveline exit site. The following day, the patient was taken back to the operating room to undergo surgical exploration of his old driveline exit site. Operative findings included a small amount of old clot, as well as a small area with mild oozing which was cauterized. The patient had no further reports of bleeding from the surgical incision.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.